Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the alarm settings were not functioning properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings:-the pump's black box and cgm history showed no activity outside of normal use. A test transmitter was paired with the pump correctly. The blood glucose value was set to 120 mg/dl twice within 2 hours and both calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings were observed during the duration test. When alarms were stimulated with the pump, they displayed and were recorded appropriately.